Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the locking pin of the subject device broke out. This was discovered during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and legal manufacturer¿s investigation results. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported malfunction was likely caused by a component failure of the locking pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.